Manufacturer narrative:
Insulin pump passed the displacement test and self test. No a15 and a4 alarm in pump history however, insulin pump error 63 alarm confirmed in the pump history due to cold solder joint on u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error. Customer reported they were able to clear the alarm. Customer stated they were not able to rewind the insulin pump. Customer performed self test and it was pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.